Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. After crossing a guidewire, a 3.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. Another 5.0x20mm coyote nc balloon catheter was used. However, after being inflated at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another coyote nc balloon catheter of the same size. No patient complications nor injuries reported.